Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular left bundle pacing (rvlbp) lead was stuck in the septum. The lead helix was unable to be retracted and was distorted in an attempt to remove the lead. The rvlbp lead was capped and replaced on (B)(6) 2025. The patient had no adverse consequences.